Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional info becomes available, a supplemental report will be sent. (B)(4).

Event description:
A report received from (B)(6), stated the device had a damaged "nose cone." It is unk if the device was being used during surgery. It is unk if pt or user injury was reported. The date of the event is unk. No additional info was provided.